Event description:
During research treatment for myopic astigmatism, excimer laser shut down after 64 of anticipated 143 exposures. Pt's eye was bandaged and eye appeared to be healing appropriately by post-treatment day 4, although pt reported more pain than is usual. No permanent damage is expected and procedure most likely will be completed in the future.